Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that there were pins bent on the lemo receptacle for the interconnect cable. The lemo receptacle was repaired. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.